Event description:
As reported, prior to an unspecified procedure, one basket wire of 'ncircle tipless stone extractor' was "broken". This issue was discovered when the user opened the package and took out the basket. The procedure was completed successfully by replacing with a new basket. A customer provided picture appears to show one wire pulled out the notched cannula. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
G4: PMA/510(k) - exempt. H3: device evaluated by mfg - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.